Manufacturer narrative:
The authorized service personnel (asp) reported that the issue occurred during testing. The asp confirmed the reported problem. After the device is turned on, an error is reported, and the machine's pressure sensor capability has failed to zero and cannot work normally. The asp checked the device and replaced data acquisition (da) board. Visual test passed and started running normally. The device returned to full functionality. Further review of this file, it was determined that MFR report#: 2031642-2021-04726 was reported in error. The issue was discovered during testing.

Manufacturer narrative:
Report date: 28aug2021. (B)(6). There was no patient involvement.

Event description:
The customer reported intermittent error report failure of proximal pressure zero adjustment. The customer reported that the unit was not in use on patient. The customer contacted product support and reported restarting the device can sometimes recover, but it will happen again from time to time. Advised to replace the proximal pressure sensor, da board. Further information is pending.